Event description:
A total hip arthroplasty was performed on (B)(6) 2021. Postoperatively, the patient was found to have a fracture of the greater trochanter and sinking of the stem. On (B)(6) 2021, the hip was revised by applying cable to the bone and replacing the stem with a new one.